Event description:
It was reported that the pt underwent a posterior spinal surgery at l5-s1. During the surgery, the tap broke while being driven into the pedicle. All broken pieces were retrieved. No pt complications were reported.

Manufacturer narrative:
(B)(4): the driver was returned for eval. Visually confirmed instrument broken at approx 70mm mark. Microscopic exam of fracture surface revealed fairly brittle fracture surface with no indication of fatigue or torsional overload. Angle of fracture surface and river lines on fracture surfaces suggest failure due to bend stress overload. A review of the device history records did not identify any applicable nonconformance to specification.